Event description:
Customer reported that she had to change the infusion set five times in one day and that there appeared to be damage and blood backing up into the tubing. She stated that the blood glucose seemed to be going up and treated with manual injection. The blood glucose reading was 244 mg/dl. She stated that the drive support cap appeared to be normal and recessed. Customer found no air in the tubing and no leaks. Customer ran a manual prime and stated that insulin did exit from the tubing. The bolus and basal settings were correct. The insulin was not cloudy or expired. Customer was unable to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.